Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Functional testing was performed; during testing the device gave an "error 1720" alarm. The reported issue (false "no disposable" alarm) could not be duplicated. The downstream occlusion sensor was replaced and the upstream occlusion sensor was recalibrated; this was performed to address the confirmed issue (error code 1720) and the reported issue (no disposable alarm). The cause of the issue (problem with the occlusion sensors) was not definitely established.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed and displayed no disposable. No adverse effects were reported.